Manufacturer narrative:
The investigation into the limb ischemia issue has been completed. The device was not returned for investigation. Per the provided clinical details, the root cause of the limb ischemia issue was patient condition related to small/ diseased vessels.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an 85-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The team found the repo-sheath to be occlusive to the vasculature. The team explanted the pump and there was no lasting harm or injury. Vessel hemostasis was achieved with perclose and angioseal.